Event description:
The clinician gave an injection and engaged the needle into the needle protection device. The clinician hit the needle protection device against a hard surface and the needle allegedly bent, came out of the device, and stuck the clinician in the thumb.